Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the customer received the dermatome and blades, they tried the dermatome before sterilization. During the surgery, they wanted to use the dermatome, but it did not switch on. They think it may be the cable. They had to borrow a dermatome in another hospital, increasing the time of the surgery by 2 hours. No patient injury reported.

Manufacturer narrative:
Integra has completed their internal investigation on december 18, 2017. Results: DHR review; no abnormalities related to the reported failure. Complaints history; a two year look back from 11/28/2015 to 11/28/2017 for this reported failure using key words "will not turn on " for product ID 3539700 shows that 9 complaints were received including this case. No new design or manufacturing trends have been identified. This issue will be monitored. Evaluation and conclusion: during evaluation the complaint was confirmed as the following was damaged and will require replacement : end cap assembly was twisted. 13ft hand piece power cord damaged.